Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is partially fractured distal to the uv glue zone; the fiber/glass cap distal part is detached and not returned; the fiber glass cap is charred at the location of the fracture. Based on failure analysis results. The potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during surgical procedure at 3,871 joules the customer observed fiber breakage. The fiber was exchanged with a second fiber. The second fiber experienced diminished vaporization efficiency at 22,052 joules. The third fiber was used to continue the procedure until 30,149 joules when it was noticed that energy was coming out of the tip of the fiber. The procedure was completed by turp. Patient outcome: "ok" reported. This report is for the first fiber used.